Manufacturer narrative:
The device was returned to zoll medical evaluation. The malfunction was observed during initial functional testing, however after reloading the device's software the malfunction was no longer seen. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.